Event description:
The consumer states that the chair goes slow and then fast. He is not the original owner. He purchased the chair from another individual. He states that the chair sat for about a year without being used. He has not replaced the batteries. Consumer didn't have the serial number on the chair, so will call back.